Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as sores. There was no alleged device malfunction contributing to the irritation. The patient reported being in the hospital, but it's unclear if the patient received medical intervention. Patient reported that the irritation is getting better.

Manufacturer narrative:
Not applicable.